Event description:
It has been reported to philips that during use, the error message ''fluoroscopy not possible. Reselect application'' was displayed to the user. The issue was not resolved after several reboots. The customer could not continue with the case, therefore the procedure was aborted. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that user message fluoro not possible. Review of the system log file showed that the detector connection test failed. Upon inspection, fes found the fiber optic giga link was bad and tsm module was defective. Fse replaced the fiber optic cable and tsm module. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code were corrected.